Manufacturer narrative:
(B) (4). Follow-up report will be filed if additional information becomes available.

Event description:
It was reported by the customer that the md detected some resistance when she tried to withdraw the spring wire guide (swg) and as a result, needed to remove both the catheter and the swg. The swg unraveled inside of the catheter. A new kit was opened and successfully placed into the patient.